Event description:
It was reported that (4) lcsc5 were used during a laparoscopic ventral hernia procedure. It was reported by the rep that as the surgeon was using the lcsc5 to take down adhesions a solid tone emitted. After checking the handpiece and the disposable to be certain of the connection, the surgeon determined that the disposable was not working and was removed from the field. The lcsc5 was replaced with new lcsc5, and the same thing happened with the solid tone. This happened a total of four times throughout the case with the fifth lcsc5 working to complete the case. There was extended or time by five minutes.